Event description:
The customer reported transducer error code . Defective - error on the screen. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
Device was retuned and evaluated. The complaint was confirmed. It was found that the unit failed to generate energy through a probe when s or h button pressed. No additional defects or failures were noted. Review of DHR's ( device history records) showed the product met all specifications upon release. Based on the investigation, the root cause of the reported issue could not be determined at this time. Possible situations related to the reported failures are addressed in the shockpulse lithotripsy IFU (instruction for use) on page 30 as the followings: regarding check probe illumination, possible causes may be " the probe is loose" or "the probe has failed or has a crack." Troubleshooting this problem includes "remove the probe and clean the mating surfaces of the probe and transducer. Reattach probe using the wrench," or " replace probe." (Spl-IFU_an, page 30) for the problem with error indicator illumination, "the transducer may have malfunctioned." Troubleshooting this problem includes "reboot generator by turning power off and then back on. Plug in a second transducer to the generator." (Spl-IFU_an, page 30). The shockpulse lithotripsy IFU also states "do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result." (Spl-IFU_an, page 3). Olympus will continue to monitor complaints for this device.